Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation the implantable cardiac monitor exhibited intermittent undersensing of the ventricular activity. The device would be reprogrammed and the patient would be monitored.